Manufacturer narrative:
(B)(4). Complaint conclusion: as reported, the 6f/7f mynx ace vascular closure device (vcd) got disconnected from the introducer during the procedure. The doctor followed the deployment steps, but after the deflation of the balloon, the device got disconnected from the introducer and he could not slide button #3 back. He managed to lock the device back again to the introducer and slide button #3 to pull the deflated balloon into the device. The device was removed from the patient but evidently the patient still had pulsatile bleeding of the femoral artery, prompting them to hold for more than 30 minutes to achieve hemostasis. There was no patient injury and the patient¿s hospitalization was not extended. The mynx ace was used after an interventional procedure was performed with a 6f cordis brite tip sheath. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). It was reported that there was difficulty noted when the sheath and the handle were first connected. There was no difficulty noted while pressing button 1 or 2. The sealant had reportedly been deployed at the proper location. The device was not returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with lot f1632101 was performed and it was found that no defective units were rejected during the final inspection of this lot and that the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. As stated in the IFU, ¿insert catheter tip into valve of the introducer. Continue inserting until the sealant sleeve penetrates the valve of the introducer. Continue to advance catheter until connector prongs on device lock into the introducer.¿ also provided in the IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 6f/7f mynx ace vascular closure device (vcd) got disconnected from the introducer during the procedure. The doctor followed the deployment steps, but after the deflation of the balloon, the device got disconnected from the introducer and he could not slide button #3 back. He managed to lock the device back again to the introducer and slide button #3 to pull the deflated balloon into the device. The device was removed from the patient but evidently the patient still had pulsatile bleeding of the femoral artery, prompting them to hold for more than 30 minutes to achieve hemostasis. There was no patient injury and the patient¿s hospitalization was not extended. The mynx ace was used after an interventional procedure was performed with a 6f cordis brite tip sheath. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). It was reported that there was difficulty noted when the sheath and the handle were first connected. There was no difficulty noted while pressing button 1 or 2. The sealant had reportedly been deployed at the proper location.